Event description:
On (B)(6) 2013, wife reported the patient received treatment for hyperglycemia when he went to the hospital for a blood transfusion. He had high ketones and his blood glucose was in the 500's mg/dl, and he was admitted to the intensive care unit and treated with an IV insulin drip. He had started a new infusion device without being trained, and during the troubleshooting call, it was found the basal rates had not been programmed. Follow-up was completed with the patient on (B)(6) 2013. He was still in the hospital and to be released that day, and he switched to injection therapy until he receives training. He believes he might have programmed a temporary basal rate. His blood glucose was 498 mg/dl before going to the hospital, and he delivered a 30.0 unit injection. His target range is 120-140 mg/dl. No allegations were made against the infusion device system, and no product will be returned for evaluation.

Manufacturer narrative:
It is unknown if the initial reporter sent report to the FDA. Device will not be returned.

Manufacturer narrative:
As the product has not been returned for investigation and the production data comply with the specifications, the complaint could not be replicated. Production reports were reviewed. Device was not returned to manufacturer.